Event description:
It was reported in a pacemaker interrogation document that the right atrial (ra) lead exhibited no sensing and was programmed to unipolar ra pacing. The document also noted that the ra lead was located at the lower septum of the atrium and had chronically elevated threshold. No further information was provided. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".